Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, the plastic distal end cover had minor scratches. The bending section cover was stretched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis exera ii bronchovideoscope displayed no image. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the displayed no image could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.